Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. Internal /external inspections were performed and no problems were found. The assignable cause of the rite ground bond failure was undetermined. A service history review was performed revealing this condition is not related to any previous reported problem with this pump. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The product analysis laboratory (pal) determined the homnechoice (hc) machine failed ground bond performance specification testing. There was no patient involved.